Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the surgeon thinks that he hit a clip causing the blade to break. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an open retro peritoneal mass procedure that the blade broke and fell into the patient. Blade was retrieved with no issue. Procedure was completed with an harh23. There were no adverse consequences for the patient.